Manufacturer narrative:
Physio-control reviewed the downloaded electronic records from the customer's device and determined that the cause of the reported issue was due to user error. The records confirmed that the customer had open air shocked the device, which resulted in the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. Subsequent shock attempts were successful. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611-18-2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. Subsequent shock attempts were successful. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio did verify that the reported event code was logged in the device memory but was not repeatable. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. Subsequent shock attempts were successful. There was no patient use associated with the reported event.